Manufacturer narrative:
H6. Health effect impact code: f26. Component code: g03001. D8. Was this device service by a third party? Unknown. A review of tickets determined that there was no other complaint activity for ict potassium (ln 03l77-01) results. Trending review determined no trends for falsely elevated results for the product. Return testing was not completed as returns were not available. A review of the product labeling concluded that the issue is sufficiently addressed. Use error may have contributed to the customer¿s issue as customer has external aliquot samples (2ml) manually uncapped beside manually uncapped urine tubes (10ml). On occasion, if user is forceful with the loading of tubes into rack and racks into iom, a small droplet may 'splash' up 1 centimeter into the aliquot tube behind it. The senior scientist at the account is to re-educate the staff on appropriate loading of samples and racks. Based on the investigation, no systemic issue or deficiency for the architect c16000, sn# (B)(6) was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Refer to MFR# 3002809144-2021-00005-00 for the creatinine reagent submission.

Event description:
The customer reported falsely elevated potassium and creatinine results generated on the architect c16000 analyzer on a (B)(6) yr old male patient. Results provided: on (B)(6) 2020 sid (B)(6): potassium = 6.8 / 6.7 mmol/l, new aliquot = 4.6 mmol/l (normal range: 3.5-5.1 mmol/l); creatinine = 451.6 umol/l, new aliquot = 103.1 umol/l. No impact to patient management was reported.